Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Consumer stated, she is not able to prime her pen needles. Stated, when she dials up 1 or 2 units before injection, nothing comes out. Stated, she would prefer the original nano pen needles and not the 2nd gen. Stated, she received 4 boxes on her last pick up from the pharmacy but she has only opened one box. Consumer wants to return the unopened product along with the used pen needles. Lot: 4107090 catalog: 320550 date of event: unknown samples: yes cl.

Manufacturer narrative:
Correction to: h6 (type of investigation and investigation findings). Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformance's were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.